Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up and upon interrogation of this device the lead safety switch was triggered which switched the configuration to unipolar due to out of range pace impedance measurements. The patient was pacemaker dependent in the atrium with good conduction. After the safety switch had occurred there were multiple high rate detections and on the electrocardiogram right ventricular noise was evident resulting in asystole on the right atrial lead. The patient was asymptomatic. Noise was recreated in the unipolar configuration. The bipolar configuration was also tested and showed normal values and no noise. The leads implanted were competitor leads. No adverse patient effects were reported. A review of this case by boston scientific technical services (ts) noted that it looked like there was myopotential oversensing on the right ventricular channel which resulted in inhibition of atrial pacing. Ts discussed possible reprogramming to avoid oversensing in the event that a lead safety switch would occur in the future. Ts also noted that a single measurement of > 3000 ohms was observed which may be indicative of external noise/interference. Ts discussed continued normal follow ups.